Event description:
This report is filed for the difficulty in removing the clip delivery system from the steerable guide catheter, which has potential for injury. It was reported that during a mitraclip procedure, the clip delivery system (cds) and steerable guide catheter (sgc) were prepared for use as per the instructions for use (IFU). After the transseptal puncture, the sgc was inserted into the left atrium (la) as per the IFU. The cds was then inserted into the sgc. As the clip was pushed out of the tip of the sgc, the physician wanted to retract the sgc to allow more space in the la. During this maneuver, the cds delivery handle was also pulled back which caused the clip to become caught on the sgc soft tip. Despite several attempts to remove the clip (including opening the clip slightly), the clip could not be removed. It was decided to retract the sgc and cds as one unit into the right atrium. Once this was done, the clip was able to be released from the sgc tip. The cds was retracted into the sgc. Due to potential damage to the sgc tip and clip, the devices were removed from the anatomy. Another sgc and cds device were successfully used. One clip was implanted reducing the degenerative mitral regurgitation grade from 4 to 2. Once outside of the anatomy, a tear in the sgc soft tip was noted. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. All 16 frictional elements (fe) were present on the gripper arms; however, one fe was observed to be bent. There was no other external damage observed to the device. The reported difficulty retracting the clip into the steerable guide catheter (sgc) tip could not be confirmed via returned device testing. The clip getting caught on the guide resulting in soft tip tears can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. The analysis of the tear of the returned sgc is indicative of the clip getting caught on the guide tip, between the gripper (which contains the fes) and the clip arm. Fes on the gripper arm can become caught in the soft tip material, resulting in a tear in the guide top and bent fe. In this case, the returned cds and corresponding sgc were examined and the soft tip tear was determined to be a result of the interaction between the clip (gripper arm and fe) and sgc soft tip. Based on the information reviewed, the clip getting caught on the guide tip and observed bent fe appears to be related to procedural conditions/user technique, as it was reported in an attempt to make space in the left atrium, the physician unintentionally pulled back the cds which caused the clip to become caught on the sgc soft tip. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot found no similar incidents for the reported clip caught on sgc. There is no indication of a product quality deficiency with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The mitraclip steerable guide catheter (sgc) mentioned is filed under a separate MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.